Event description:
It was reported that free flow event that occurred on 19 april 2023 between 0200-0320. The medication involved reportedly was insulin regular, 100 units in 100ml 0.9% sodium chloride (concentration 1unit/ml). The insulin infusion was programmed according to the ¿insulin calculator¿ while checking the blood glucose every two (2) hours. It was noted the blood glucose readings were trending down from afternoon and the rate was changed to 5ml/hr. Per protocol. The blood glucose was checked again after 15 minutes, and the nurse turned off the channel and insulin drip. At 0131, a new bag of insulin was hung with new IV tubing. It was then signed off, checked, and restarted at recommended rate of 2.9ml/hr. For blood glucose reading of 101mg/dl. The protocol advised to check blood glucose again in 15 minutes. At 0201, primary rn rechecked the blood glucose (not at the 15-minute mark, but rather the 30-minute mark) and found to be 96mg/dl. ¿insulin drip was again turned off (not ¿paused¿).¿ charge nurse then spoke to pharmacy and had advised them ¿to keep insulin drip off and recheck blood glucose in 1 hour.¿ charge then notified primary rn, who reportedly ¿did not restart insulin, documented off in mar.¿ per primary, insulin drip and channel off at this time, but remained connected to patient. The primary rn reported that the entire channel was off, not just paused for a set period of time. At 0320, the primary rn checked the blood glucose and found to be 48mg/dl. The patient was reportedly immediately treated with dextrose 50%. The patient was also noted to be lethargic, with ¿some new ectopy¿, blood pressure and urine output ¿down trending.¿ the physician was notified with the critical blood glucose result. Blood glucose was rechecked to validate 48mg/dl. Physician came to bedside to assess patient; team discussed fluid status, electrolyte labs orders. At 0338, the blood glucose reading was 108mg/dl. The physician and primary rn discussed transitioning patient to insulin scale, advised okay to discontinue insulin drip. Physician confirmed plan to recheck electrolytes but hold additional fluid. The primary rn remained in the room to monitor the patient and to disconnect the patient from insulin drip IV line to discard medication. While holding the line, the primary rn looked up and noted at that time that it appeared the tubing that runs into pump module was empty and then saw that bag was empty. The primary rn realized that patient received bolus of entire bag of insulin (it only had run for half hour at rate of 2.9ml/hour). Blood glucose was checked at 0401 and found to be 79mg/dl. Dextrose 50% was again administered, code rn notified of insulin drip event. The physician came to bedside. Continuous check blood glucose every 15 minutes was performed. Pump was sequestered. Potassium was also added as part of the treatment due to the event as the potassium level dropped to 2.9. It was reported that the blood glucose levels were ¿leveling off at the time of dayshift arrival.¿

Manufacturer narrative:
Omit : other occupation, e2401 - insufficient information, f24 - insufficient information, b17 - device not returned, c20 - no findings available, d15 - cause not established. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that free flow event occurred. There was no information on patient involvement.

Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device with serial number# (B)(6) is a concomitant and this file has captured the correct suspect device with serial number# (B)(6) as per investigation report. Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction : medical device serial #, unique identifier (UDI) #, device manufacture date. Additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the customers report of an over infusion of insulin was not confirmed or replicated during laboratory testing of the returned pump module. ¿ laboratory testing found the source pump module s/n (B)(6) delivering fluid within specification and log review of the device observed the module was programmed as reported. ¿ a review of the device logs was conducted for the reported date of (B)(6) 2023 between the hours of 0200 and 0320 (2:00 am to 3:00 am). O initial programming of the source pump module s/n (B)(6) occurred on (B)(6) 2023 at 1:07 pm (insulin infusion drug ID with a rate of 2.2ml/h and a vtbi of 0.93ml. O on (B)(6) 2023 at 1:33 am, the module was programed for a rate of 2.9ml/h, a vtbi of 2.9ml, the infusion was started and immediately paused. O at 1:35 am, the module alarmed for safety clamp open/close door (2 seconds) and one minute later the module was restarted. O at 2:02 am, the module was channeled off and was not restarted after this time. O the pvi for when the rate was changed to 2.9ml/h to when the module was channeled off was 1.26ml. ¿ the event logs could not determine why the insulin infusion calculated to infuse for one hour at the start time of 1:35 am, was instead terminated early after infusing for approximately 27 minutes. ¿ it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. This is not a function of a pcu event log, it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. ¿ a review of the returned pump module and pcu logs observed no errors or malfunctions on the day of the reported incident. ¿ inspection and testing of the returned administration set did not observe any anomalies that would contribute to the customer-reported complaint. ¿ inspection of the source pump module observed a third-party door latch and sear assembly and a broken air in line sensor housing. O bd recommends the use of bd manufactured parts in the safe and effective operation and maintenance of the alaris system. O third-party parts have not been validated by bd for safety and efficacy with alaris system products. ¿ the alaris system user manual recommends that the pump module is inspected for damage before each usage. O ensure no extraneous objects (for example, bedding tubing, gloves) are enclosed or caught in the pump module door. ¿ it is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, alaris system user manual (v9.19), it states within warnings and cautions ¿do not touch the administration set while closing the door. Failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. ¿ the administration set¿s roller clamp should be the primary means of controlling fluid flow when the device door is opened. O the user manual, door keypad artwork, the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that free flow event that occurred on (B)(6) 2023 between 0200-0320. The medication involved reportedly was insulin regular, 100 units in 100ml 0.9% sodium chloride (concentration 1unit/ml). The insulin infusion was programmed according to the ¿insulin calculator¿ while checking the blood glucose every two (2) hours. It was noted the blood glucose readings were trending down from afternoon and the rate was changed to 5ml/hr. Per protocol. The blood glucose was checked again after 15 minutes, and the nurse turned off the channel and insulin drip. At 0131, a new bag of insulin was hung with new IV tubing. It was then signed off, checked, and restarted at recommended rate of 2.9ml/hr. For blood glucose reading of 101mg/dl. The protocol advised to check blood glucose again in 15 minutes. At 0201, primary rn rechecked the blood glucose (not at the 15-minute mark, but rather the 30-minute mark) and found to be 96mg/dl. ¿insulin drip was again turned off (not ¿paused¿).¿ charge nurse then spoke to pharmacy and had advised them ¿to keep insulin drip off and recheck blood glucose in 1 hour.¿ charge then notified primary rn, who reportedly ¿did not restart insulin, documented off in mar.¿ per primary, insulin drip and channel off at this time, but remained connected to patient. The primary rn reported that the entire channel was off, not just paused for a set period of time. At 0320, the primary rn checked the blood glucose and found to be 48mg/dl. The patient was reportedly immediately treated with dextrose 50%. The patient was also noted to be lethargic, with ¿some new ectopy¿, blood pressure and urine output ¿down trending.¿ the physician was notified with the critical blood glucose result. Blood glucose was rechecked to validate 48mg/dl. Physician came to bedside to assess patient; team discussed fluid status, electrolyte labs orders. At 0338, the blood glucose reading was 108mg/dl. The physician and primary rn discussed transitioning patient to insulin scale, advised okay to discontinue insulin drip. Physician confirmed plan to recheck electrolytes but hold additional fluid. The primary rn remained in the room to monitor the patient and to disconnect the patient from insulin drip IV line to discard medication. While holding the line, the primary rn looked up and noted at that time that it appeared the tubing that runs into pump module was empty and then saw that bag was empty. The primary rn realized that patient received bolus of entire bag of insulin (it only had run for half hour at rate of 2.9ml/hour). Blood glucose was checked at 0401 and found to be 79mg/dl. Dextrose 50% was again administered, code rn notified of insulin drip event. The physician came to bedside. Continuous check blood glucose every 15 minutes was performed. Pump was sequestered. Potassium was also added as part of the treatment due to the event as the potassium level dropped to 2.9. It was reported that the blood glucose levels were ¿leveling off at the time of dayshift arrival.¿